Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Customer went to the hospital and was admitted into the intensive care unit with ketones (size unknown) a healthcare provided identified as life threatening. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2026 with the issue resolved and not permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown, customer acknowledged and understood.